Event description:
An event involving a plum 360 reported that the intravenous (IV) pump was alarming for proximal air while infusing norepinephrine. Back priming was done, and no air bubbles were seen in the syringe. However, after restarting the pump, the alarm for air persisted, and the process was repeated multiple times with no air detected each time. Due to the interruptions in the norepinephrine infusion, the patient's blood pressure dropped to 72/54, then 59/51, requiring a registered nurse (rn) to administer 200 mcg of IV phenylephrine. The IV line and pump were replaced, and a new infusion was started with no further issues. There was patient involvement and patient harm reported.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. D4: only di provided as serial number is unknown. Additional contact information (B)(6), l4k 5r8, canada.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.